Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave continuous primary audible alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with crack on both front corners of top case also crack on right plunger case and bottom case. Event log history was performed and indicated that primary audible alarm background test was found recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.